Event description:
Philips received info where the customer reported that the couch will not zero and there is no tilting possible with the gantry. The field service engineer (fse) evaluated the system and found a report of a "stuck button" in the error log files. The fse determined that the multi-function footswitch had malfunctioned which caused the error.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).